Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was treated with percutaneous occlusion of visceral arteries and filling with onyx due to leakage and increasing size of the aneurysm sac. About two weeks post procedure, an onset of fever and pronounced inflammatory activity in blood samples that varied but persisted for several months was seen. During this time pet and CT scans were performed alongside a large number of blood cultures. Radiologies have shown signs of infection but all blood cultures have been negative and broad antibiotic treatment has not been effective. Non-infectious inflammatory effect caused by onyx was considered even though it was "not described." The patient had a good therapy response to prednisolone with decreasing fever, decreasing crp, and improved general condition. The patient was hospitalized as a result of the issue. The patient was being treated for an abdominal aortic aneurysm with leakage after evar. The clinic intends to start the patient on new radiology and phase out steroids. It is unknown when the future change in treatment is planned. The event remains unresolved. Additional information received reported that there was no confirmed infection. It was more like inflammatory reaction or allergic reaction,